Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure implant ). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (ess205) (batch no. 12263887) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and cesarean section. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain , abdominal pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: *hsg which revealed several centimeter tubal segments bilaterally and it was felt to be enough for essure placement and we will proceed with essure placement. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received-new event abdominal pain were added. Incident- we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (ess205) (batch no. 12263887) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, cesarean section and obesity. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced rash ("rashes or skin conditions type: do not recall"). In (B)(6) 2005, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: do not recall"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: do not recall"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: do not recall"), psychological trauma ("psychological or psychiatric problems condition: do not recall,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2006, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, cystitis, urinary tract infection, vaginal infection, fatigue and back pain outcome was unknown, the psychological trauma and weight increased was resolving and the rash, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, psychological trauma, rash, urinary tract infection, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain , abdominal pain. Current weight 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.8 kg/sqm. Hysterosalpingogram - on an unknown date: *hsg which revealed several centimeter tubal segments bilaterally and it was felt to be enough for essure placement and we will proceed with essure placement. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received: previously reported event- infection bladder, urinary tract infection, vaginal infection, psychological trauma, rash, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, reporter was added, consumer weight and height was added, medical history was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (ess205) (batch no. 12263887-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, cesarean section and morbid obesity. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced rash ("rashes or skin conditions type: do not recall"). In (B)(6) 2005, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: do not recall"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: do not recall"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: do not recall"), psychological trauma ("psychological or psychiatric problems condition: do not recall,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2006, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, cystitis, urinary tract infection, vaginal infection, fatigue and back pain outcome was unknown, the psychological trauma and weight increased was resolving and the rash, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, psychological trauma, rash, urinary tract infection, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain , abdominal pain. Current weight 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.8 kg/sqm. Hysterosalpingogram - on an unknown date: *hsg which revealed several centimeter tubal segments bilaterally and it was felt to be enough for essure placement and we will proceed with essure placement. Lot number reported (12263887) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.